Event description:
The field engineer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.